Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in the air/water channel, white residue in the auxiliary channel and no image which appeared black. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image caused due to plug damage. The most probable cause of the white residue in the air/water channel and white residue in the auxiliary channel was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope image had snowy color bar lines, with no clear picture. This occurred during inspection for use, before the patient was in the room. There were no reports of patient harm.